Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was 476 mg/dl. The customer treated with a bolus. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery was not recurring. The customer was advised to perform 5.0 unit fixed prime. The customer stated that insulin did not exit. The customer stated that the pump did alarm no delivery. The customer was advised to replace the infusion set and reservoir.